Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Pump was displaying "no disposable" alarm message in the history log. Investigation found downstream occlusion sensor was missing the "nub" which was causing the issue. Downstream occlusion sensor was replaced.

Event description:
It was reported that cadd legacy pump was alarming "no disposable". No patient injury reported.